Event description:
It was reported with the use of the bd discardit ii syringe with needle there was an issue with crack in barrel of syringe.

Manufacturer narrative:
Bd was unable to verify the reported issue as no picture or device was returned. Retention samples were inspected visually for any cracked barrel defect and none were found. The team reviewed assembly and packaging process and all process controls are found in place. In process inspection and quality check, no crack samples had been found. The machine has online facility to check crack barrel and challenge test conducted in every shift. Six samples prepared by intentionally generating crack on barrel and were put on marking and assembly machine to check integrity of crack detection system. All six samples were rejected on the machine. Also, there is chance of damage product during transportation and storage as well after dispatch. The unit package of product might have gotten collapsed and pressed due to impact force of some other material stored above causing stress/pressure on barrel and resulting in crack on syringe. DHR reviewed. No nonconformities found. The team will monitor the defect and if found during process, actions will be taken appropriately. Due to non-availability of actual defective sample, further investigation could not be initiated. Complaints received for this device and the reported defect will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Collected data are regularly reviewed to identify emerging trends. Based on this, a CAPA is not needed at this time.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed (B)(4) and the (B)(4) FDA registration number has been used for the manufacture report number. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd discardit¿ ii syringe with needle there was an issue with crack in barrel of syringe.